Event description:
It was reported that the bd nexiva¿ closed IV catheter was damage and blood backflowed out of the valve. The following information was provided by the initial reporter: fyi, the new IV tubing had an issue where it appeared to be patent when started (aspirated and flushed okay) but then blood back-flowed out of the valve behind the stabilization platform... You can see with the IV on the left, the valve has a rubber stopper and there's a gap between the rubber stopper and the edge of the plastic. The defective IV on the right has the rubber stopper almost level with the plastic.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the two photographs submitted for evaluation. The photographs displayed two nexiva 20ga x 1.00in. Single port units. Each photo displays one unit with media present. There appears to be media leaking from the adapter. The reported issues are confirmed. A device history review could not be completed as no batch number was provided. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, this may occur due to a misalignment or damage to the insertion station/vacuum probe which may cause damage to the primary septum. Also, the leakage may have occurred if the clinician did not properly connect the device or if the clinician inserted a needle into catheter septum. Without the physical sample and additional testing, this could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Address information was not able to be obtained, therefore, nj was used as a place holder.

Event description:
It was reported that the bd nexiva¿ closed IV catheter was damage and blood backflowed out of the valve. The following information was provided by the initial reporter: fyi, the new IV tubing had an issue where it appeared to be patent when started (aspirated and flushed okay) but then blood back-flowed out of the valve behind the stabilization platform... You can see with the IV on the left, the valve has a rubber stopper and there's a gap between the rubber stopper and the edge of the plastic. The defective IV on the right has the rubber stopper almost level with the plastic.